Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implanted: (B)(6) 2019; 5594-53, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and varying impedance values in addition to non-physiologic oversensing. The ra lead was reprogrammed and remains in use. The right ventricular (rv) lead exhibited high and varying impedance values. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leads had not malfunctioned. The implantable pulse generator (ipg) was suspected to be the cause of the high and varying impedance values in addition to the non-physiologic oversensing. The ipg was explanted and replaced.